Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported. The device was returned to a third-party service center and an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Additionally, a patient setting alarm for low tidal volume was observed. An alarm indicating the detachable battery charge was low and a system reset alarm were noted. These issues would not affect the device's ability to deliver therapy. No components were replaced for these issues.